Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-4501, meniscal cinch¿ ii, batch 15057150, was received for evaluation. - upon visual evaluation, it was noted that the trigger buttons were damaged. The cannula also appeared to be damaged. - functional testing was not performed due to the damage to the device. - the most likely cause for the reported failure can be attributed to misuse due to user error of using excessive force to pry and/or leverage the device.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that (2) ar-4501, meniscal cinch ii, experienced the same issue - the first implant fixed successfully but the second one stuck. A local brand cutter was used. This was detected during a meniscus repair procedure on (B)(6) 2025. The procedure was completed successfully by using another brand product. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.